Event description:
It was reported that a brown piece of foreign material was found inside the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "syringe had the brownish colored item."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a brown piece of foreign material was found inside the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "syringe had the brownish colored item."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported the syringe had a brownish color item. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows embedded degraded resin and no other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot number 1116964. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. In order to mitigate this defect, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a brown piece of foreign material was found inside the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "syringe had the brownish colored item".